Event description:
It was reported that during a renal arteriogram, angioplasty and stenting procedure, a guide wire separation occurred. While attempting to treat an unspecified lesion, the thruway guide wire separated within the patient. The guide wire was removed. It was reported that there were no patient complications. The patient status was reported as "ok."